Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was regulator on the product tank was leaking. Additional malfunctions were tie wrap for product tank was leaking, tie wrap for the sieve bed was defective and the cabinet filter for the cabinet was dirty.